Event description:
It was reported that there were high atrial thresholds. Repositioning of the lead was attempted, but there was difficulty due to a valve surgery two days earlier. The lead was explanted. During implant attempt of the replacement lead, upon the second attempt to position the lead in the right atrium, stylets would not go down the lead and the helix would not extend. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): distal conductor distorted, the distal conductor fractured due to overstress, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant; the analyst noted that the lead was returned with the distal conductor distorted and fractured within the connector; full lead returned and analyzed. (B)(4): no anomalies found; full lead returned and analyzed.